Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) that failed to open completely at the distal end. The patient was undergoing a procedure for flow diverter treatment of a right internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 9mm and the neck diameter was 4mm. The distal landing zone was 3.4mm; the proximal landing zone was 4.3mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered with act 213 noted. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, when more than 65% of the pipeline stent was deployed, the distal end did not open completely. The device was resheathed twice but still could not be opened. It was noted that there was no friction or other difficulty during delivery of the pipeline. The pushwire was not rotated or pulled back at any time. The pipeline was replaced with a ped2-450-16 device to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiographic results showed "really good" results with the ped2-450-16 stent implanted. Ancillary devices: slender sheath, sofia guide catheter, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no premature deployment. The pipeline had not been placed in a vessel bend when it failed to open, it was initially opened in a straight vessel section. Additional steps taken in attempt to open the pipeline included resheathing more than twice (3-4 times partially at the end).